Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. The pt physician had undertaken surgical intervention to address the leads (reference MFR report: 1627487-2013-15394), after the procedure, the pt had an allergic reaction, and was admitted to the ICU. It was reported the reaction was unrelated to the scs system devices. Follow up identified the pt had been released from ICU. Further follow up found the pt had an appointment with the implanting physician. It was reported the pt was reprogrammed and received effective stimulation. The cause of the allergic reaction was unknown.